Manufacturer narrative:
The customer quality investigation conclusion/root cause is as follows: based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device history records review was completed for part# 422.257, lot# l403505. Manufacturing location: (B)(4), manufacturing date: apr 28, 2017. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing evaluation was completed. The received plate was broken at hole 4 on the shaft (counted from the left side). There were several scratches on the surface, surface and holes have several abrasions and injuries. The laser marking was readable. All dimensions of the received fragment of the plate relevant for the complaint condition were measured, and met the specifications. Thickness measurement was performed close to the breakage. The thickness and width were inspected and documented in inspection sheet. Therefore, the plate was manufactured according specifications. The raw material certificates were checked and it was found that all used raw material met the specifications the complaint is conformed as the returned plate was broken as claimed by the customer. However, this complaint is rated not valid from the manufacturing point of view since no deviations were found in the manufacturing documentation. During the investigation, all relevant measurements performed per the drawing have passed the specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent implant procedure. On an unknown date, when the patient stood up, she heard the plate breaking. On an unknown date, x-ray was taken by a surgeon showed that the liss plate and the bone were fractured. The screws and hip implants were intact. Plate was explanted on (B)(6) 2017. Procedure was completed successfully. Patient outcome was reported as okay.

Manufacturer narrative:
(B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4). The complaint indicated that the plate broke post-op requiring additional surgical intervention. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows it was reported that when the patient stand up he heart the plate breaking. Surgeon made x-ray and the x-ray has shown that the liss plate fracture and the bone also. The screws and the hip implant is not fractured. Patient was implanted in (B)(6) 2017. Explanted on (B)(6) 2017. Patient is stable. This complaint involves one part. Concomitant parts reported: screws, unknown quantity, part unk, lot unk, 1x hip implant, part unk, lot unk. This report is 1 of 1 for (B)(4).